Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-08221. It was reported the pt suffered a fall and experienced shocking after an hour of the fall. The ipg was turned off using magnet to stop the shocking. The pt experienced intense stimulation when attempted to turn back on the ipg. The ipg was unable to communicate with the pt programmer and the charger after that. The pt was advised for x-rays and the next course of action will be determined by the physician after the review of the result. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.